Event description:
The customer alleged they received questionable creatinine plus (crep) results on their p-module. The customer provided data for 11 patients, 10 of which had discrepant results that were reported outside the laboratory. The customer stated that only the crep results were affected, all the other tests showed the same results after repeat testing. The patients' initial results were produced from aliquots that were processed on the customer's modular pre analytics device. The clinicians contacted the laboratory questioning the initial results. The repeat testing was performed on the primary tube. The units of measure were requested but not provided. The first patient's initial crep result was 157. The repeat result was 81. The second patient's initial crep result was 107. The repeat result was 58. The third patient's initial crep result was 265. The repeat result was 179. The fourth patient's initial crep result was 121. The repeat result was 59. The fifth patient's initial crep result was 155. The repeat result was 98. The sixth patient's initial crep result was 122. The repeat result was 55. The seventh patient's initial crep result was 81. The repeat result was 29. The eighth patient's initial crep result was 110. On (B)(6) 2013, the repeat result was 46. The ninth patient's initial crep result was 136. On (B)(6) 2013, the repeat result was 71. The tenth patient's initial crep result was 114. On (B)(6) 2013, the repeat result was 63. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. The customer did not know if the patients were harmed by any action taken. The crep reagent lot number and expiration date were requested but not provided. The field service representative found that the arm to the r2 probe was not tight enough and that the r2 arm was not adjusted properly, it almost touched the wall of the cuvette. He replaced the r2 probe and the r2 arm.

Manufacturer narrative:
This event occurred in (B)(6).